Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav has a normal pressure range of 0-10 cmh2o. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Statement: unfortunately we did not receive a consent form signed by the surgeon. An official release is missing, and for this reason we returned the product without examination. Result: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav had a malfunction postoperatively. The patient was originally implanted on an unknown date. It was reported that the patient was "getting worse" and the staff tried to unsuccessfully adjust the valve. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided.